Manufacturer narrative:
Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, bleeding at the access site was noted after removal of a 6/7f mynx control vascular closure device (vcd) and manual pressure was required for 20 minutes to obtain hemostasis. The vcd was used after intervention using angiomax (anticoagulant) with no act drawn or inr drawn. The vcd was deployed correctly, and access was done under ultrasound. The access site was non calcified and non-tortuous. A hematoma was present but was resolved and pulses were present at time of transfer. A safeguard was placed and the patient transferred to the pacu. The patient recovery was done in the csu- (cardiac stepdown unit), and the hematoma was not larger than 6cm. The hematoma was described as an unshucked peanut shape on the medial inguinal crease area. This was observed for a time by the deployer with no growth or bleeding from the deployment site. The site was dressed with a folded 4x4 guaze, tegaderm, and boarders marked, and a safeguard balloon dressing was applied directly over the hematoma area with 40ml of air. The patient was assisted to bed by a sliding board and procedural rn obtained foot pulses the scrub tech-deployer was called to the patient¿s room 30mins after patient returned to her room for the hematoma and dusky foot (stated by rn). Upon arriving to pacu the patient was bleeding and hematoma was present after about 20minutes. A cath lab tech went and held pressure. The tech noted no hematoma, and hemostasis and pulses were noted upon the cath lab tech leaving the pacu area. It was originally thought the hematoma change/growth was due to the patient¿s constant movement and bending to sit-up, but upon arrival to the room, found the charge nurse applying full leaning weight pressure on the site and safeguard balloon dressing had been removed and the site re-dressed. The foot appeared gray and dusky to her. She immediately asked the charge nurse to stop applying pressure so she could assess. The dressing was dry and the previous hematoma area was softer than when the patient left the cath lab. She observed that the foot was pink in color and pulses were heard with doppler. The patient was walked and discharged with no complaint of pain. The patient returned to the emergency room 2 days later complaining of significant pain in her right calf along with numbness of her foot. Per the vascular surgeon, the right foot appeared pink, but cool compared to the left. Arterial us showed a right inguinal 2.5 x 0.6 x 0.5 cm hematoma with thrombosed pseudoaneurysm. Per the cardiologist, the common femoral artery with severe greater than 70% stenosis in portions of the right common femoral artery with near-complete occlusion; posterior tibial artery with the proximal to mid portions occluded with no arterial flow. The patient was taken to the operating room. The scrub tech then returned to the cath lab to continue another procedure. The procedure used a retrograde approach. A 4f micropuncture was exchanged to a 6f 11cm avanti sheath to use with the vcd. A procedural sheath larger than 7f was not used. A sheath angiogram was performed prior to deployment. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site was not located above the most inferior border of the inferior epigastric artery, nor was it below the bifurcation. The deployer was mynx certified. The sealant was deployed in the sheath track. Fingertip compression was maintained on the skin during removal of the device. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure prior to this procedure. A hematoma developed outside of the pre-cut access hole of the drape covering the patient. There was oozing coming out of the track while the balloon was inflated for the 2min wait. The tech cannot recall if there were multiple stick attempts made before intravascular access was achieved. The device is not available for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, and h6. As reported, bleeding at the access site was noted after removal of a 6/7f mynx control vascular closure device (vcd) and manual pressure was required for 20 minutes to obtain hemostasis. The vcd was used after intervention using angiomax (anticoagulant) with no act drawn or inr drawn. The vcd was deployed correctly, and access was done under ultrasound. The access site was non calcified and non-tortuous. A hematoma was present but was resolved and pulses were present at time of transfer. A safeguard was placed and the patient transferred to the pacu. The patient recovery was done in the csu- (cardiac stepdown unit), and the hematoma was not larger than 6cm. The hematoma was described as an unshucked peanut shape on the medial inguinal crease area. This was observed for a time by the deployer with no growth or bleeding from the deployment site. The site was dressed with a folded 4x4 guaze, tegaderm, and boarders marked, and a safeguard balloon dressing was applied directly over the hematoma area with 40ml of air. The patient was assisted to bed by a sliding board and procedural rn obtained foot pulses the scrub tech-deployer was called to the patient¿s room 30mins after patient returned to her room for the hematoma and dusky foot (stated by rn). Upon arriving to pacu the patient was bleeding and hematoma was present after about 20minutes. A cath lab tech went and held pressure. The tech noted no hematoma, and hemostasis and pulses were noted upon the cath lab tech leaving the pacu area. It was originally thought the hematoma change/growth was due to the patient¿s constant movement and bending to sit-up, but upon arrival to the room, found the charge nurse applying full leaning weight pressure on the site and safeguard balloon dressing had been removed and the site re-dressed. The foot appeared gray and dusky to her. She immediately asked the charge nurse to stop applying pressure so she could assess. The dressing was dry and the previous hematoma area was softer than when the patient left the cath lab. She observed that the foot was pink in color and pulses were heard with doppler. The patient was walked and discharged with no complaint of pain. The patient returned to the emergency room 2 days later complaining of significant pain in her right calf along with numbness of her foot. Per the vascular surgeon, the right foot appeared pink, but cool compared to the left. Arterial us showed a right inguinal 2.5 x 0.6 x 0.5 cm hematoma with thrombosed pseudoaneurysm. Per the cardiologist, the common femoral artery with severe greater than 70% stenosis in portions of the right common femoral artery with near-complete occlusion; posterior tibial artery with the proximal to mid portions occluded with no arterial flow. The patient was taken to the operating room. The scrub tech then returned to the cath lab to continue another procedure. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿haematoma¿, ¿pain¿, and ¿pseudoaneursm¿ could not be confirmed as the products nor procedural images were returned for analysis. The exact cause of the reported events could not be conclusively determined. Hematomas are a localized mass of extravasated blood. The IFU lists prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. This event is a known vascular closure procedural complication and is frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Multiple punctures made to the femoral artery while attempting to access it with a sheath, may result in blood slowly oozing into the adipose tissue unnoticed until a hematoma develops. Bleeding from the puncture hole/s may leak out after the needle is removed and a collection of blood can form in the soft tissues of the puncture site. This is called a hematoma. Usually, this hematoma solidifies into a jelly-like consistency and eventually, the body re-absorbs the clot and the hole in the artery heals completely. Adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation are root causes of re-bleeding/hematoma formation. Pseudoanerism is an access site-related pulsatile hematoma in communication with the arterial lumen or venous lumen after using the vcd. As blood slowly oozes into the adipose tissue from a puncture hole that doesn¿t heal, this hematoma solidifies into a jelly-like consistency (which is clotted blood), and there can be persistent flow of blood from the artery into the hematoma cavity. This pouch or sac coming off the artery or vein looks like an aneurysm. It is called a ¿pseudoaneurysm,¿ or ¿false aneurysm¿ because the lining of this sac is not made up of the normal layers of the artery wall, but is rather just a fibrous lining that forms around the hematoma. For this reason, the sac is not a ¿true¿ aneurysm. A pseudoaneurysm can develop due to any type of penetrating injury to the artery or vein, including the initial puncture, insertion of the sheath introducer, or even the vascular closure device. The most common procedural-related risk factors associated with pseudoaneurysms are procedure type (interventional procedures tend to be longer and use larger sheath sizes, so there is more trauma to the vessel), puncture site (high sticks, low sticks, backwall sticks, side sticks and multiple sticks), anticoagulation therapy, gpiib/iiia therapy, and antithrombotic therapy. An unpleasant physical discomfort or sensation. In most cases, the pain is experienced at the catheterization access site. However, pain is subjective to the patient, and there are many potential causes. Pain at the access site is an expected outcome after a catheterization procedure due to the penetrating injury that occurred to gain access into the patient¿s vasculature, and during delivery of various devices. As no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, and h2. Additional information is pending and will be submitted within 30 days upon receipt.